Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay and minor scratched lcd window. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that customer were hospitalized in emergency service due to high blood glucose and diabetes ketoacidosis on unknown date with blood glucose of unknown. The insulin pump will not be returned for analysis. Customer were hospitalized twice in the last two weeks. Mother does not have insulin pump with her. Customer was having high blood glucose before being taken by ambulance to the hospital. Emergency service was dispatched as a result of high blood glucose. Customer was taken by ambulance on (B)(6) 2019. Customer was treated for diabetes ketoacidosis and released on (B)(6) 2019 and continued to have high blood glucose through the weekend despite two site changes and an insulin change. The insulin pump will not be returned for analysis.